Event description:
Kimberly-clark received a complaint indicating that during a post-operative check, the physician noticed a blue fiber in the pt's eye. The pt was taken to surgery to remove the fiber. The pt was reported to be doing fine. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
The incident device has not been returned for evaluation. To date, a root cause has not been identified. Investigation process is on-going. A follow-up report will be provided if additional information becomes available. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trent information is used to identify the need for additional investigations.